Manufacturer narrative:
Device has been returned for evaluation. The field service technician found a worn out video connector latch and the patient board set needed replacement. The customer¿s complaint was confirmed. Based on the evaluation and findings, olympus was able to confirm the damage. The unit was tested and inspected and passed all functional tests/electrical safety test.

Event description:
The customer reported to olympus that during a pre-endoscopy set up, no image was coming up on the monitor. The intended procedure was completed with a back-up processor. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was a patient board set malfunction.